Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for seven days due to hypoglycemic seizure. The mother stated that the customer woke up with a low glucose of 53mg/dl. The caller stated that her son is not available at the time. Advised the mother to have the customer call back to troubleshoot the insulin pump. No further info was provided.